Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for blood results displaying as control and past medical attention event. Mom is calling on behalf of the customer and she is concerned with tests results displaying as control. The expected fasting blood glucose test result range is undisclosed. The customer did report hypoglycemic symptoms on the past ((B)(6)). Medical attention was reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.